Manufacturer narrative:
D4: lot #: reported non-valid lot numbers: 8900-0223-01 and 8900-000219-0. D4: unique identifier (UDI) #: the lot number (B)(4) is unknown; therefore, the UDI number only will contain the device identifier (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink system non-dehp t-connector extension set leaked. During patient infusion with total parenteral nutrition (tpn) via two-point peripherally inserted central catheter (PICC) line. The tpn line t-connector was observed leaking tpn and blood. Nurse administered glucose gel orally and checked patient¿s blood sugar which was found to be ¿21¿. The peripheral IV failed; therefore, a new peripheral IV needed to be inserted. A bolus of dextrose 10% and a continuous IV of dextrose 12.5% was initiated. The PICC line was sterilely changed and tpn was restarted. No further information was available at the time of this report.

Manufacturer narrative:
H11: four devices were received for evaluation; however, only three devices were from product code 2n3339. The fourth device was from an unknown device. During visual inspection, one set appeared to have a needle puncture in the interlink septum. The interlink septum seemed like it was accessed by the end ¿ user with a large gauge needle. Three sets underwent functional testing including, clear passage and pressure testing, and two samples leaked between the connection of the tubing and the female luer and one sample leaked between the connection of the tubing and the interlink retractable t conn male luer lock. The set with the ¿needle puncture¿ did not leak by the interlink septum. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.